Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. Fluid leak and air were observed in the sheath during the procedure. The leak appeared to be coming from the sheath valve during aspiration of the sheath. Alternate device used to complete the procedure. The sheath is not expected to be returned for analysis as it was disposed.